Event description:
It is reported that a provisional was left in the patient. The provisional had dropped down into the tibial canal and the final implant stem extension and tibial plate were cemented in place effectively sealing the provisional in the patient's tibia.

Manufacturer narrative:
Customer report was confirmed. One complete flotrac kit was received for evaluation. The kit appeared not used. Pressure tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). The broken tubing was bent near the bond joint. DHR review did not reveal any related non-conformances.

Event description:
It was reported that the line connected with 3-way port was cut. No patient injury reported.